Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that station has the suspect mode of data base. A technical support specialist, proceed to apply knowledge article 000016728 also dropped data base and performed a full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is showing an unexpected data error. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.